Manufacturer narrative:
The product was not returned. Photos were provided. The photos showed patient's eye with what appeared to be cracked intraocular lens (iol) in the middle. No further determination could be made from the photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified cartridge was indicated. The company lens is only qualified for use with the company cartridge. The product was not returned. The root cause for the reported lens damage is related to a failure to follow the instructions for use (IFU). A non-qualified cartridge was indicated. The company lens is only qualified for use with the company cartridge. The IFU instructs: the company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when implanting the intraocular lens (iol) into the patient's right eye, a crack was noticed in the central area. The implanted damaged lens might lead to decrease in visual quality. It was decided to explant the lens on (B)(6) 2025.